Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss or change of therapy. She was having complications on program 1 and was having "major, major accidents" since the middle of (B)(6) 2016. It was indicated the patient met with a representative and they changed the patient to program 2. The patient was now experiencing issues with program 2, which began (B)(6) 2016. The patient could feel the pulse (stimulation) when she sat in a chair, but it only came every 10 seconds and would only stay on for 10 seconds. The stimulation was very weak. It was also noted the patient has had more than 2 tragic accidents where she had to change her underwear. Initially, the patient reported it was 2 accidents, but later said it was at least 2 or 3 more on top of the two she already had. The patient had gone to the bathroom and her underwear was flooded with fecal matter. The patient was not sure what to do and was recommended to follow-up with the physician. The patient was going to increase stimulation first and see if that would help with the reported issues. Later on in the same day, the patient noted she spoke with a representative who had indicated the patient would not need to go to the physician, but to stay on the same program and increase amplitude. During the call, the patient was assisted in changing to program 4 and increasing from 1.6 to 1.9. It was confirmed the patient could comfortably feel stimulation. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there were two major incidents involving loss of bowel, in which the patient was not able to control it. The loss of therapy had been ¿somewhat¿ resolved. The bladder control was not a problem. Bowel control might not be resolved due to the possibility of the patient having irritable bowel syndrome. The patient would know more after her appointment with her primary care physician (pcp) on (B)(6) 2016.

Event description:
Additional information received from the patient reported the circumstances leading to the accidents and loss of therapy included us ing a foot detox pad without knowing the salt was magnetic. She later read that the salt was magnetic. Several months ago she used a different type without a problem, and there was no warning on the second type she used. The patient noted that it might not have been the "magnetic" salt. She knew she couldn't ever have an MRI, but that going through security at the airport or in other places was okay and she hadn't had a problem. The loss of therapy had been somewhat resolved. The patient increased the number to 1.9 and had not had a loss of bowel control. The bladder control had not been completely resolved. One morning, she woke up to go to the bathroom and before she made it, when her feet touched the floor, she began to "go" and was unable to stop it. The same was true for bowel movements. She had two "major happenings" in the last month because she thought she could get home in time. The patient lived six miles outside of the city and there was no way or means of "going" once she left the city limits. When she had bowel leakage, she didn't know it until going to the bathroom to urinate, and it was a major concern for her. The patient wore protection, but she almost needed to have a change of clothes with her at all times, just in case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.